Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, IFU and past similar case, omsc presumed that reprocessing after previous procedure was insufficient because the reprocessing method at the user facility deviated from the one described in IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the air/water nozzle was clogged with foreign material which was similar to protein crystals. Osh surmised that the subject device had not been reprocessed appropriately. After being unclogging, the air/water supply returned to normal. The subject device had been returned to (B)(4) for repair because the malfunction of the air/water nozzle. There was no report of patient injury associated with the event.